Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor magnet retention due to incorrect placement of the device. Subsequently, the device was explanted on (B)(6) 2026, and the patient was re-implanted with another cochlear device during the same surgery.